Event description:
The customer reported alarm - error codes/messages. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Device received with pending investigation.

Event description:
The customer reported alarm - error codes / messages. There was no patient involvement.

Manufacturer narrative:
Correction: after further review, the file is deemed not reportable malfunction. Please cancel emdr. H3 other text : file is no longer reportable.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported alarm - error codes / messages. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken patient side and bottle side pressure sensors. The probable root cause of the reported issue was due to electrical failure of the fsa pressure sensor. A review of the device history record showed the device had a manufacture date of 06feb2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported alarm - error codes / messages. There was no patient involvement.